Event description:
Customer reportedly received results of 314 mg/dl and 127 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results (self treated). No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.